Event description:
It was reported that the patient went to the emergency room for pre-syncope (light headedness and nausea). While in the emergency room, they captured a pause on the electrogram. Intermittent loss of capture on the right ventricular (rv) lead was also noted. The lead was explanted and replaced. During the replacement procedure, it was determined that the atrial lead exhibited high impedances while being tested. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 2311-36 device, implanted: (b)(6 2013. (B)(4).